Event description:
It was reported that the brakes on a m-series stretcher are not holding properly. The customer reports they replaced the brake cam pivot support kit and brake rings with no change. There was no pt involvement and it is unk if there were any adverse consequences as a result.